Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, the pt has sustained permanent injury; the pt did not recover from his hip replacement surgery to the extent he would have otherwise; pt suffered from pain and will continue to suffer from pain both physically and mentally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Received new litigation that allowed us to locate an invoice. There is no new additional information that would affect the investigation. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient has sustained permanent injury; the patient did not recover from his hip replacement surgery to the extent he would have otherwise; patient suffered from pain and will continue to suffer from pain both physically and mentally. **update** 11/08/2011 - new litigation papers received. Patient is represented by a new a law firm. Additionally, we were able to locate an invoice. They mention elevated chromium and cobalt levels. Head and cup were added. Medwatches have been updated. ***update: 01/05/2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.